Manufacturer narrative:
Event date not reported so aware date was used.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. The procedure went successfully with the closure device being implanted and released in the laa. There were no patient complications noted during the procedure. Four hours after the procedure was completed a pericardial effusion with tamponade developed. The physician performed a pericardial tap and drew 450cc of fluid. The patient is doing better with no more symptoms.